Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and threshold suspend. The customer's blood glucose level was reported to be 288 mg/dl. Troubleshoot was reported to be conducted. It was reported that the sensor electrode was partially damaged. It was reported that the sensor would be replaced.